Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and topical skin adhesive was used. The patient returned to the physician a few days later complaining of pain and skin burning. The bandages were removed and blistering was noted. The patient experienced severe blistering on the elbow where the skin adhesive was applied. The skin adhesive was used on an incision around the neck, but did not have a similar reaction of blistering. The patient was prescribed steroids for the blistering. Additional information has been requested.